Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a cut on the pebax. Initially, it was reported that after completion of pulmonary vein isolation (pvi), during the procedure, 106 error was confirmed before cti ablation. The issue was not resolved even after replacing the cable. The issue was resolved by changing the smart touch sf catheter to another one. The procedure was successfully completed. No adverse patient consequences were reported. The force sensor error was assessed as not MDR reportable. Warning functioned as intended. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found a cut on the pebax, with reddish-brown material inside and internal parts exposed. The cut on the pebax was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 03-jun-2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and failure analysis on the returned device. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue. Then the catheter was connected to the carto3 system and was recognized and the 106 error was visualized, for this finding the test was unable to perform. However, error 106 appeared on the system due to an open circuit on the tip area. The evaluation determined that the cause of pebax damage failure cannot be established. However, the blood found inside the pebax area may have contributed to the 106 error displayed on the carto 3 system. A manufacturing record evaluation was performed for the finished device 30706910l number, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: -for force issues, the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).